Event description:
It was reported to aesculap inc. That a m.blue 0 valve (part # fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve does not hold pressure setting. The complaint device is still implanted and not yet available for further evaluation. The patient is stable and this neurosurgeon will see the patient back in clinic in 3-4 weeks. The patient will undergo a lateral skull x-ray prior to the next appointment so that the setting can be verified via radiographic imaging. No patient data were submitted. Affects the same patient as medwatch #2916714-2022-00036, who is now being followed by a different neurosurgeon at a different facility.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy.

Event description:
Additional information was received by the sales manager which revealed that "the device will be explanted due to an infection." However, an explant date was not given. Furthermore, it is suspected that the patient is playing with the device, but there is no evidence to confirm this.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.